Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black spots were found on the bd¿ syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the nurse was opening the package for routine inspection, and there were visible black spots on the inner wall of the syringe".

Event description:
It was reported that black spots were found on the bd¿ syringe. The following information was provided by the initial reporter, translated from chinese to english: "on september 22, 2020, the nurse was opening the package for routine inspection, and there were visible black spots on the inner wall of the syringe".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1907170 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no signs of black spots or any kind of foreign matter was observed. Based on the investigation findings, this exact cause could not be confirmed. H3 other text : see h.10.